Manufacturer narrative:
The technician replaced the trend gas cylinders to repair the stretcher.

Event description:
Information received indicates the stretcher will not go into the trendelenburg position.